Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.